Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was intermittently unresponsive and felt as though it was sticking. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the up button is intermittently responsive. The keypad was torn and was removed for investigation. Contamination was found under the up, down, and contrast contact. A damaged keypad will permit contamination to permeate the buttons with a negative impact on button function. Unrelated to this complaint, a crack was seen along the battery compartment and the display was dim/fading. When replaced with test screen, the display functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.